Manufacturer narrative:
Concomitant product: 407645; 5054-58 lead, implanted: (B)(6) 2006; 501da26 mechanical valve, implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced a brief period of asystole. The implantable cardioverter defibrillator (ICD) device exhibited a 19 second pause possible due to capture management issue. The device was reprogrammed, then subsequently, it was explanted and replaced. It was also reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic), noise, high pacing impedance, and unstable thresholds with a loss of capture. It was noted that the pace/sense portion of the lead was fractured. Lead detections were turned and sensitivity was reprogrammed. The pace/sense portion was later capped and replaced. The high voltage portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.